Manufacturer narrative:
The pacemaker remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient implanted with this pacemaker system was exhibiting noise, oversensing and pacing inhibition on the right ventricular (rv) channel. Technical services (ts) was contacted by the local area sales representative (sr) and recommended additional testing. During lead impedance testing while applying movement, impedances greater than 2500 ohms were observed. The patient is pacemaker dependent, however, experienced no additional adverse events other than dizziness. The patient was brought in for surgery. The device was checked and it was determined that the tip set screw was loose. The set screw was then tightened and the patient's pocket was reclosed and all measurements were normal. A couple hours later while the patient was sitting up eating lunch, rv noise, loss of capture and high out of range impedances were observed again and the patient was symptomatic. A lead fracture was then suspected and a revision procedure was performed. The local sales representative stated the lead would be returned to boston scientific for analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. There was no noise noted on the electrograms and event markers. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.